Manufacturer narrative:
On 9/22/2016 the field service engineer (fse) found that valve lv14 was not working properly causing the leak. The fse replaced lv14 and the instrument ran without leaks. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported an uncontained diluent leak from the wbc bath inside the coulter act diff analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.